Event description:
It was reported that far-field r wave oversensing leading to episodes of inappropriate automatic mode switch was observed on the device. Device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.